Event description:
It was reported by the patient's father that the patient has experienced an increase in seizures since having their device replaced. No other relevant information has been received to date.